Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This is a spontaneous report by a physician and pharmacist from (B)(6) of septic peritonitis with culture positive for (B)(6) in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2010, the patient began treatment with extraneal viaflex, (2 l, nightly, lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2010 at 20:00, one bag of extraneal viaflex was infused. On (B)(6) 2010, the patient was diagnosed with septic peritonitis. The patient required hospitalization (date not reported). In two weeks time, on an unreported date in 2010, the patient recovered without sequelae. It was not reported if the patient received remedial therapy. On (B)(6) 2010, extraneal viaflex was stopped. The reporter believed that the event of septic peritonitis was probably related to extraneal viaflex therapy. The physician suspected that (B)(6) was in the peritoneal dialysis solution.